Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "patient, who is the customer from mediservice ag, has complained that the needles of sku 320561 often break. The last needle broke while it was stuck on the pen, the pen can no longer be used and has to be disposed of. Insuline pen can no longer be used and has to be replaced."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "patient, who is the customer from mediservice ag, has complained that the needles of sku 320561 often break. The last needle broke while it was stuck on the pen, the pen can no longer be used and has to be disposed of. Insuline pen can no longer be used and has to be replaced."

Manufacturer narrative:
The following fields were updated due to additional information: section d medical device manufacturer: becton dickinson and co. Medical device expiration date: 11/30/2024. Medical device lot #: 9324029. Section h. Device manufacture date: (B)(6) 2019.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-04-30 investigation summary 105 sealed 32g x 4mm pen needle samples were returned from lot. No. 9324029, cat. No.3205561. Visual examination was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "patient, who is the customer from mediservice ag, has complained that the needles of sku 320561 often break. The last needle broke while it was stuck on the pen, the pen can no longer be used and has to be disposed of. Insuline pen can no longer be used and has to be replaced."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm hp 105 box de broke at the cannula during use. The following was reported by the initial reporter: "patient, who is the customer from mediservice ag, has complained that the needles of sku (B)(4) often break. The last needle broke while it was stuck on the pen, the pen can no longer be used and has to be disposed of. Insulin pen can no longer be used and has to be replaced."